Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that at 9:33 p.m. The device had a black screen while in operation on a patient and attempted a warmstart. The patient ventilation was continued on a replacement machine and the patient was not harmed.

Event description:
It was reported that at 9:33 p.m. The device had a black screen while in operation on a patient and attempted a warmstart. The patient ventilation was continued on a replacement machine and the patient was not harmed.

Manufacturer narrative:
The logfile of the affected evita xl was analyzed in the course of manufacturer investigation. The entries confirm that the device performed warmstarts on (B)(6) 2020 at 09:34 pm to correct a detected internal deviation. In the same minute the device was switched off by a user action. The internal safety software of the evita xl permanently checks proper functioning of the device. If an internal deviation is detected, a warmstart is initiated. During a warmstart, the device display is dark and an independently driven acoustical alarm is raised. At this time the emergency breathing valve opens to allow spontaneous breathing of the patient. The cause of the deviation could be limited to the pcb pneumatic controller. The log entries indicate that the analog-to-digital conversion of the pcb was disturbed and the system initiated warmstarts in an attempt to remedy the situation. The device behaved as specified for the failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.